Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and moisture damage was observed inside the pump. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the battery compartment was cracked; moisture damage was observed in the pump battery compartment. A pump leak test was performed and the pump was found to be leaking from the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).